Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 47mg/dl at the time of the incident. The customer reported that blood glucose was 109mg/dl from the reported event. The patient's current blood glucose was 212 mg/dl. The customer reported that was 194mg/dl and sensor glucose went down to 157mg/dl. The customer reported that at time she hit a vein and it bled other times it has not released and called in to report issues. The customer reported that sensor glucose was 52mg/dl and blood glucose was 109mg/dl. A few weeks ago in the middle of the night husband gave glucagon. They thought they missed the alarms, but thinks now it was not giving the proper readings. Blood glucose was unknown, but when she was coming, too blood glucose was 47mg/dl at that point. The patient has been experiencing low blood glucose for a couple times a week and had low sensor glucose values daily. The customer reports programming is accurate. The insulin pump will not be returned for analysis.